Manufacturer narrative:
Justification for no UDI: this device was manufactured before UDI requirements. Zoll medical corporation has not received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), when the nurse connected the device to the patient pads, they felt a buzzing sensation in their hands and smelled a burnt odor. Additional information has been requested regarding any follow up care or treatment the nurse received after the event.